Event description:
Pt underwent cardiac catheterization 9/13/96. On 10/22/98 referred to dermatology for "rash on back". In 6/97 had another cardiac catheterization. Continued to be seen by dermatology, and in 12/97 the suspicion of chronic radiation dermatitis was raised. It is now felt that this is the likely diagnosis.